Event description:
It was reported that the patient received a blow to their chest in the area of the device. The device subsequently started beeping. Interrogation indicated that there was oversensing and noise on the right ventricular (rv) lead. There was also a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284drg, implantable cardioverter defibrillator, (B)(6) 2010. A 5076, implantable pacing lead, (B)(6) 2010. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.